Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing high impedances on the implantable pulse generator (ipg). The patient underwent a revision procedure where ipg was explanted. The patient was doing well postoperatively. The explanted device was disposed of by the medical facility and was not returned.